Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that a customer was hospitalized on (B)(6) 2016 with a blood glucose level of 896 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The caller stated that the incident was not related to the inulin pump but was caused by a virus that spiked the customer's blood glucose levels. The customer did not return the product back for analysis.